Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient underwent a trial procedure for a drg stimulation system. The physician attempted to place a drg lead but was unable to do so due to patient's anatomy. The physician abandoned the procedure.